Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual examination of the sample revealed a "c" shape cut on the tubing about 23 inches away from the chamber. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(6) an interlink system administration set in which a leak occurred. According to the report, a leak from a 3mm cut on the tubing was observed during a gravity infusion of carsed (amrubicin hydrochloride). Before this infusion, an infusion of a different drug was administered with an infusion pump, and no leak was observed. The condition occurred during infusion on a patient; however, there was no patient injury or medical intervention associated with this event. No additional information is available.